Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose peak of 342 mg/dl while using the ilet system after a usual breakfast of tortilla and eggs, with no device alarms and no evidence of an infusion set issue given that glucose returned to range following system-driven corrections. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included self-recovery of glucose into range without medical intervention or hospitalization. Investigation included customer care troubleshooting, review of event history as described by the user, and education on potential meal-related factors. Investigation of this case revealed no device malfunction or component failure, and discussion considered a larger-than-estimated carbohydrate or meal variability as a possible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.